Event description:
It was reported that the vns patient was seen for follow up with the nurse practitioner after having had surgery for his scoliosis where the spine was surgically straightened. When both system and normal mode diagnostic tests were performed, high lead impedance resulted. The site states it is possible that the surgery to straighten the patents back may have resulted in damage to the device, as the patient grew by 4 inches following the surgery. The last acceptable diagnostic test received was from (B)(6) 2009. The patient was referred for x-rays to assess the continuity of the vns device, however the images have not been received by the manufacturer for review. Good faith attempts to obtain additional information have been made, but no additional information has been received to date. Revision surgery is likely to occur to further investigate the high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.